Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is almost to the tip of the needle. The needle is severely bent at its proximal end. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle due to the bent needle and remains stuck in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the first stitch (t1) of the fast fix was placed and the first shot was made, then the meniscus suture was removed, repositioned and the second stitch (t2) was passed. When the second shot was made, the characteristic sound was not heard, the doctor removed the handle and it was observed that the needle that slides the stitches remained outside. No sutures were left in the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No damage caused, the patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee arthroscopy, the first stitch (t1) of the fast fix was placed and the first shot was made, then the meniscus suture was removed, repositioned and the second stitch (t2) was passed. When the second shot was made, the characteristic sound was not heard, the doctor removed the handle and it was observed that the needle that slides the stitches remained outside.t1 was removed with the help of a basquet clamp. No sutures were left in the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No damage caused, the patient's health condition is stable.